Event description:
It was reported that the right atrial (ra) lead exhibited high threshold of 2.5 volts just prior to the device reaching elective replacement indicator (eri). The ra lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407652 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).